Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver any staples at all? If yes, were the staples formed properly? Please explain. How much blood was lost? Was a transfusion or blood products required? If so, please provide details. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
During pneumonectomy of the patient's left lung by open surgery, when stapling and cutting the left inferior pulmonary vein, the powered vascular endocutter with its 35 mm vascular load cuts but does not staple the pulmonary vein causing bleeding of the vein as it remains open. The pulmonary vein was thickened by inflammatory tissue, patient with long-standing hiatus hernia.

Manufacturer narrative:
(B)(4). Batch # r57m3w. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: did the device deliver any staples at all? All. If yes, were the staples formed properly? It was not appreciated. Please explain. Presence of bleeding, poor visibility. How much blood was lost? Low volume (250 cc blood) . Was a transfusion or blood products required? Not necessary. Is the current patient status known? Normal postoperative. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.